Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause for the reported issue was due to the control iq feature being turned off. Tandem technical support guided the customer through turning the feature on. A bolus was delivered to address elevated bg level.